Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low-level failures alarm (variable 3) during self test and confirmed in the device history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via webform that the insulin pump had loss of audio issue. The customer¿s blood glucose was unknown. The customer confirmed that the tones on the different volumes sound the same. The customer reported that the audio beep test was failed. The insulin pump will be returned for analysis.